Manufacturer narrative:
Conclusion: the device switched to standby mode because of a wrong management of internal data by the programmer related to memory programming and saving of threshold value. This occurred when the physician attempted to save the threshold test result. This inadequate management is corrected in the upcoming version of programming software ((B) (4)). There was no safety issue, and the device could have been implanted without further action.

Event description:
Reportedly, during implantation of the pacemaker involved in this MDR, atrial lead was measured and no anomaly was found. The lead was connected to the device (aai mode) and then re-interrogation was operated. There was communication difficulty, and the device switched to standby mode. Mode was switched to vvi at this time. Same event was observed with another programmer. Because of complete ventricular lead fracture, patient's pulse fell down to his intrinsic rhythm which was 40ppm. It is unknown whether the device was switched to standby mode due to communication error, or due to environmental noise caused by lead fracture. The pacemaker was not implanted and returned for analysis. Another reply pacemaker was successfully implanted.